Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
The reported event was the pacemaker was explanted prophylactically due to assurity header advisory. The pacemaker was received from the field with battery voltage above elective replacement level. Visual inspection indicates no anomaly found on the header related to the field concern. Results from electrical and mechanical analysis performed indicates normal functionality. Additionally, evaluation of the output found all parameters within normal range. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.